Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d6a; d6b; e1; e3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
D4 UDI and h6 health effect - impact code f26 and f2301 was erroneously entered on the initial manufacturer device report

Manufacturer narrative:
The complainant reported that a patient was being implanted with an impella cp for mechanical circulatory support. During the insertion of the device, it was reported that the device would not advance into the left ventricle. It was reported that it was unclear if the device had an issue that contributed. It was noted that the procedure was aborted due to a massive aortic valve stenosis.

Event description:
Clinical narrative: an impella cardiac power (cp) device was inserted via the right femoral artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), classified as scai stage d shock. The impella cp was placed to provide left-sided mechanical circulatory support. During impella cp support, a controller error was observed on the automated impella controller (aic). In response, the aic was exchanged for a new controller. Following the exchange, impella support was successfully resumed. The impella cp continued to function as intended following the aic exchange. The patient was successfully supported and survived to explant. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.